Manufacturer narrative:
(B)(4). The covidien tech support engineer (tse) troubleshot this issue with the customer over the phone and recommended to swap the bd to gui cable. The customer reported to have followed the tse recommendations and unit passed all testing and operates within the manufacturing specifications. Covidien was not authorized to service the device.

Event description:
It was reported that an 840 ventilator had an intermittent loss of communication between the graphic user interface (gui) printed circuit board (pcb) and the breath delivery unit (bdu) pcb. The ventilator was not in use on a patient at the time the malfunction occurred.